Event description:
It was reported that the target lesion was in the distal left circumflex (cx) with heavy tortuosity and moderate calcification., after pre-dilatation was done with another company's dilatation catheter, a stent was advanced to the lesion; however, due to heavy tortuosity, the stent would not advance. Once the device was removed, pre-dilatation was again performed. The stent was re-advanced, but it still could not reach the lesion. While removing the stent delivery system (sds) through the guiding catheter, the stent became caught at the tip of the guiding catheter and dislodged. The stent remained on the guide wire while inside the catheter. The stent was removed using a snare device.